Event description:
Ventilator was serviced for preventive maintenance on (B) (6) 2010 at 12:51 pm and reported safe for patient use. Ventilator unit was connected to patient after parameters were set and checked. Patient was placed in the ventilator for 2 minutes when the alarm was silenced for suctioning. The alarm reset automatically in 2 minutes. Five minutes later, the nurse found the ventilator unit switch in the 'off' position. Patient was not resuscitated because there was a do not resuscitate order in place, and family had requested transfer to hospice care. Dates of use: (B) (6) 2010. Diagnosis or reason for use: respiratory failure.